Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message was temporarily displayed at the user facility. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation could not be confirmed. Evaluation findings are as follows: the angulation in the down direction was out of standards due to a worn of angle-wire, the gap of up/down knob was out of standards due to worn of angle-wire, light guide lens was broken, there was crumple at the universal cord, the suction cylinder was cut off, the suction cylinder color ring disappeared, there was water ingression, and there was corrosion at the scope connector cover unit due to leakage, and the distal end had scratches and dents. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during preparation for use, the evis lucera elite colonovideoscope produced a (e315) scope error. The diagnostic procedure was completed without delay. There was no report of patient harm associated with this event.